Manufacturer narrative:
The investigation was completed. Investigation summary: hemodynamic instability/pulmonary edema: the cause of the injury was not determined due to insufficient clinical details. Hematoma/ major bleed/asae: the cause of the asae was most likely use issue related since purse string suture to resolved the bleeding.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 60-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a pre-support clinical state consistent with scai shock stage e. The patient¿s comorbidities were unknown. A groin hematoma developed at the impella access site. A purse-string suture was placed, and manual pressure was applied with noted improvement. The patient had an out-of-hospital cardiac arrest with unknown downtime, and arterial blood gas results were unreadable due to severity. The patient underwent stenting of the right coronary artery (rca) and left main (lm) following ventricular fibrillation with return of spontaneous circulation (rosc). Drug paraphernalia was reportedly present upon ems arrival. The impella was placed due to persistent hemodynamic instability. Despite support, the patient was unable to maintain blood pressure, with physiology attributed to distributive shock. Pulmonary edema was present with pink frothy sputum and bloody output from the orogastric tube. Contributing factors included bivalirudin and cangrelor infusions. The patient expired while on support. The hematoma and major bleed are consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The pulmonary edema may be related to severe underlying cardiogenic shock and acute cardiac decompensation. The device is being conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition, as the patient presented in scai shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4 serial number and UDI revised.